Manufacturer narrative:
Correction: device availability: the device availability was inadvertently documented as 11/28/2017 in the initial report. The date returned to manufacturer was corrected to 12/14/2017. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Correction: device availability: the device availability was inadvertently documented as 12/14/2017 in the previous report. The date returned to manufacturer was corrected to 11/28/2017. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to product design, construction/design false, defective. The issue related to the broken oscillating head has been escalated to CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by switzerland that during service and evaluation, it was determined that the coupling tool side was worn out on the battery oscillator device. It was further determined that the trigger was jammed and the oscillating head was broken. It was further determined that the device failed pretest for trigger test and check saw blade coupling. It was noted in the service order that the device had an undetermined malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.